Event description:
It was reported on (B)(6) 2025, a 25mm navitor vision valve was selected for implant. The patient's native valve was measured under the following: 71.3mm perimeter, 368.1mm^2 area, 20.8mm minimum, 24.8mm max annulus. Pre-dilation was performed with a 20mm non-abbott balloon. The valve was implanted. The final implant depth was 7-8mm from the non-coronary cusp (ncc). Post-implant a severe perivalvular leak was detected. Post-dilation was performed with a 23mm non-abbott balloon. A 23mm non-abbott valve was implanted valve-in-valve, which resolved the leak. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of perivalvular leak (pvl) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported pvl could not be conclusively determined. The reported unexpected medical intervention and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined. Investigation findings: investigation conclusions: 11 conclusions not yet available.